Manufacturer narrative:
(B)(4). The investigation was completed on (B)(4) 2015. Customer returns and retain product was tested and are functioning according to specification.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2015, abbott point of care was contacted by a customer regarding I-stat troponin cartridges that yielded a suspected discrepant result of 1.21 on a (B)(6) male patient presented in the emergency room with intermittent history of chest pain starting about 12 hours prior. There was no repeat on I-stat. The patient had equivocal changes according to the emergency room. The possibility of acute coronary syndrome versus acute mi was determined. Therefore, due to uncertainty, a code stemi was called. The patient was brought to the cardiac catheterization laboratory emergently based on the I-stat result of 1.21 . Upon retrospect however, the ECG was not really truly diagnostic of an st-segment elevation myocardial infarction. There was no additional patient information at the time of this report. The customer is returning product for investigation. The customer states that based on these findings given the equivocal ECG changes in the inferior wall and appeared to be a high-grade stenosis in the proximal right coronary artery, they proceed with further evaluation with ivus imaging and possible intervention. (B)(6). Intervention: the patient was given a double bolus-of intravenous integrilin, also ang1omax to achieve an act greater than 300 ivus imaging was then accomplished. This confirmed a very high-grade stenosis throughout the mid to proximal segment. A 3.5 mm x 38 mm drug-eluting xience alpine stent was then deployed. Intracoronary nitroglycerin was administered. Left ventriculography was then performed in a 30-degree rao projection using 36 ml of contrast at 12 ml/second. This revealed a hyperdynamic left ventricle with no segmental wall motion abnormalities.